Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 41-year-old female was implanted with a impella 5.5 for support during a high-risk cardiac procedure. It was reported patient had bleeding from the impella insertion site. During a proactive call, nursing staff stated that a chest tube had been placed and approximately two liters of drainage had been collected from the chest tube. No additional information was provided.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction]. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. Corrected information has been provided in e4 to reflect the initial reporter including reporter also sent report to FDA.

Event description:
Additional information indicates that surgical pocket was reopened and washed out. Additional sutures added. Pump is no longer available for return. No further information.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury could not be determined due to insufficient clinical details.